Manufacturer narrative:
Customer medwatch # (B)(4). Gtin number for item: me2020, lot:17015708 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer¿s medwatch which states: "intralipids infusing into a central line. A leak was detected in the tubing around 2 am. The IV tubing was changed and at 3:30 am a leak was found in the new tubing again. The tubing was changed again with different lot number. This is the 4th event related to this lot number." The customer reported that the leak was noted from the filter. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was not confirmed because the suspect set does not contain a filter. However, a leak was confirmed with the received extension set at the engagement between the tubing and male luer due to insufficient solvent. The root cause of the leak is insufficient solvent at the engagement between the tubing and male luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the leak was noted from the filter, however the suspect set does not include a filter. A note received with the sample indicates the infusion was 7.2 ml of lipids at 0.4 ml/hr.